Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had insulin flow blocked alarm during fill tubing. The customer's blood glucose was 194 mg/dl at the time of incident. Troubleshooting was completed and determined the alarm was caused by the reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. (B)(4).